Manufacturer narrative:
The user reported frequent "no sensor detected" alerts beginning on (B)(6) 2025. Troubleshooting was unsuccessful and a sensor replacement was authorized. Evaluation of the returned sensor showed it was unable to link with a known-good transmitter. Review of dms alert history confirmed repeated "no sensor detected" alerts between (B)(6) 2025 and (B)(6) 2025. Bench testing demonstrated that the sensor could communicate only within a limited coupling range, indicating degraded communication performance. A replacement sensor was provided to the user. B4.date of this report 10 jan 2026. G3.date received by the manufacturer? 10 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Srneonics was made aware of an incident where user reported of receiving "no sensor detected alert" which led to early sensor removal.